Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Device evaluated by MFR: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Since this adverse event may require medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure this complaint is deemed MDR reportable. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by acclarent, or its employees that the report constitutes an admission that the product, acclarent, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that after a primary hybrid functional endoscopic sinus surgery (fess) procedure, the relieva luma light guide cable 2 (sislgc208 / lot# unknown) that was used with the spinplus balloon sinuplasty system was extremely hot and burned a hole through the surgeon¿s and the scrub tech¿s gloves. It was reported that the scrub tech also had a small blister from the burn. The reported issue occurred after the procedure. 21-oct-2022: additional information was received via email: the information indicated that specifics related to the current status of the scrub tech¿s hand and the area of the burn are not available. There were no burn injuries to the physician / the physician was not burned. It is not known if there are any localized redness, tenderness. No information is available on whether there was any medical treatment provided to the burn reported. Nothing unusual was noted with the cable during and after the procedure. No device related performance issue with the light cable during the procedure. The information indicated that the cable was replaced and the case was completed. There was no issue during the attempt to connect the complaint cable. There were no visible signs of physical damage to the cable and its related component. No smoke was visible during the use of the complaint cable during the procedure. The light output was not compromised. The information indicated that the event occurred post-procedure during the removal of equipment. The metal piece that gets inserted into the light source was the part that was noticed to be ¿extremely hot.¿ the light cable was used with the spinplus balloon system.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 08-dec-2022. [Additional information]: on 08-dec-2022, the acclarent sales representative reported that the complaint device is no longer available to be returned for evaluation and analysis. With the information available and without the complaint product available to be returned for analysis, the reported issue in the complaint cannot be confirmed. The lot number of the device is not known; therefore, manufacturing documentation review was not performed. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint product being available to be returned for evaluation and analysis. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.